Event description:
It was reported via repair work order that the power load was not releasing the cot due to the emts not verifying the ambulance was in low height position prior to attempting to unload the cot form the power-load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.